Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to bradycardia. The patient¿s heart rate was in the 30's and there was no pacing observed. The device could not be interrogated. In may 2017 the estimated longevity remaining was 1.5 years. The device was explanted and replaced. The patient is pacemaker dependent but there were no other adverse patient effects reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device noted it had recorded resets at, or post-, explant. The device case was opened to facilitate inspection of the internal components. The battery was removed from the device and underwent testing. Testing showed abnormal voltage variations indicating the battery was exhibiting a product performance issue which resulted in the observed lack of pacing output and difficulty interrogating the device. No further testing was completed.